Manufacturer narrative:
Device evaluation: samples received consist in 2 units, the returned samples were received inside of a plastic bag which is not its original packaging. Visual inspection: the samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: sample one is observed with perforation marks in the tube, for sample two no marks, kinks or other defects are observed. However, the complaint is confirmed. It was tried to replicate the failure mode. Result: when the clamp was deactivated, the tube was observed with a mark. The same sample was tested using a syringe with colored water to detect any leak, occlusion, or any problem with the functionality of the product. Result: no problem was found with the sample. A sample of set, extension taken of production process was cut with a razor in different ways to try to replicate the cut in sample returned. Both samples were analyzed under microscope to compare the cut in the tubes. Results: no similarities were observed during microscope inspection while comparing the returned sample and the sample taken of production process. Failure mode couldn?t be replicate and associated with manufacturing process. Root cause couldn?t be determined since failure mode could not attributed to manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the product had a leak. Upon inspection, the extension set tubing connection was not too loose, but able to be separated easily. A white pump particulate appeared underneath tubing portion that goes across top of the cassette. The black bag and the entire pump had 5fu crusted on it. Patient not affected. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.